Event description:
Physician noted large amounts of lint on her gloves and in the pt's wound after using the lap sponge intra-op. Incident necessitated wound irrigations and some concerns that the pt could return with infection or sterile abscess. To date, however, no untoward events have occurred.